Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's sister that the patient had expired two weeks post implant of this bioprosthetic mitral valve. This patient's sister also reported that the patient had received multiple heart surgeries in the months leading up to the patient's death. A nurse at this patient's physician's office reported that the patient had expired due to cardiac arrest at their long-term care home prior to their two-week follow-up appointment following this device implant. A nurse at this long-term care facility declined to provide additional information when requested. No autopsy report has been received. No device involvement was reported as a cause in the patient's demise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.